Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020

Event description:
Customer reported that the inpen is not able to deliver a complete dose. Customer changed the cartridge to fix the problem and the button was easier to push in before freezing up again. Customer states inpen app would get the bolus and prime doses mixed up. No further details were provided. No harm requiring medical intervention was reported. The device was not returned for analysis.